Event description:
It was reported that upon opening the foil packaging, the needle broke. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.